Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed by manually switching on the host pc, followed by a system reboot. It was reported to philips that the system was unable to boot up while the device was in clinical use. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the host pc having some errors and requested onsite support to replace the same. To resolve the issue, the fse replaced the host pc. The defective parts were returned for analysis, for host pc no malfunction was. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.